Manufacturer narrative:
Brand name - the correct brand name is sterrad sterilization pouch. Common device - the correct common device is sterilization pouch. Catalog number - the correct catalog number is 42415.

Event description:
An international customer reported a chemical indicator did not change color correctly after a completed sterrad® nx cycle. It is unknown at this time what type of chemical indicator was involved. There was no load involved. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00156 and 2084725-2016-00157.

Manufacturer narrative:
Corrected data: an international customer reported a sterrad® chemical indicator on the (B)(4) roll did not change color correctly after a completed sterrad® nx cycle. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator on the tyvek rolls not changing color correctly. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra) and concomitant product evaluation. DHR review could not be performed as the lot number is unavailable. Lot trending could not be performed as the lot number is unavailable. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. A field service engineer (fse) was dispatched to the customer's facility. The fse evaluated the unit and determined that there was a paper jam at the top of the chamber and that the sterilization load was positioned incorrectly. The fse corrected the paper jam and improper load orientation. The fse verified the proper function of the sterrad® unit and returned the unit to service. The assignable cause is user error as it was found that there was a paper jam at the top of the chamber and the incorrect position of the load. A customer letter will be sent to educate the customer on proper load preparation. The issue will continue to be tracked and trended.